Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that the patient's device was not working since the night of (B)(6) 2016 and she was not sure which device it was because she felt like stimulation was not on. The patient programmer was not powering up. The patient was using heavy duty batteries in the programmer. It was noted that the programmer may have gotten wet or been dropped at some point in time but the patient was not sure. The ins and recharger icons on the recharger screen showed both devices were fully charged and that the ins was on. No out of box failure was reported. Additional information was received from the patient. She tried new aaa alkaline batteries, but the programmer was still not powering up. The patient confirmed that the programmer batteries were inserted correctly and this did not resolve the issue. The programmer was replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that her battery was full, but the part that plugged in would not turn on. The patient stated she was in pain and that this was the first time it had been off since 2008.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.